Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, force bipolar (fb) tip was damaged. No fragment fell inside the patient. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: no piece of the instrument tips was found to be broken off or detached. However, the instrument jaw was dislodged.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip that is completely detached from its base, and it is only held by the conductor wire. The broken piece is hanging from the instrument. The complaint was confirmed by failure analysis.